Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient had not charged his ipg in approximately a year. Subsequently, the patient underwent surgical intervention and the ipg was removed and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.